Manufacturer narrative:
Block h6: patient code e2339 is being used to capture the reportable event of ulcer. Patient code e2330 is being used to capture the reportable event of pain.

Event description:
It was reported that a patient underwent spaceoar vue placement procedure performed on (B)(6) 2024. Following the procedure, the patient experienced symptoms of bloody stools, leading to a colonoscopy that revealed a visible ulceration. Further imaging tests, including magnetic resonance imaging (MRI) and computerized tomography (CT) scans, showed a new defect in the anterior rectal wall, measuring approximately 5mm in width and 1cm in length, located just above the sphincter complex. Additionally, a small fluid collection was observed adjacent to the rectum, abutting the prostate and seminal vesicles, measuring around 1.3 x 2 x 2.5 cm. The MRI also redemonstrated a small cystic focus in the peripheral zone of the prostate, which had decreased in size since a previous MRI on (B)(6) 2024. The patient continued to experience painful bleeding after defecation, prompting another colonoscopy on (B)(6) 2025, which again showed a visible ulceration. The patient is scheduled for aspiration of fluid collection where the gel is/was. The physician suspected a pressure ulcer caused by the spaceoar vue pushing on the rectum. Treatment with cerafate and antibiotics was initiated. However, the patient's condition did not improve, and the doctor considered alternative treatments were discussed. The patient's medical team considered placing a pigtail catheter inside the gel to relieve pressure, but this option was deemed unlikely to be effective due to the gel's solid state. Instead, the medical team suggested hyperbaric oxygen therapy, which was considered a viable option to promote healing.